Event description:
It was reported that the right ventricular (rv) lead had a polarity switch and oversensing on presentation. The unipolar impedance was stable, but when attempted to program bipolar the impedance was greater than 3000 ohms with loss of capture and oversensing. The rv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received, analyzed and no anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 507652 implantable pacing lead 2002 (B)(6); 419388 implantable pacing lead 2002 (B)(6). (B)(4).